Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. This event is being reported under manufacturing report number 3007963827-2023-00203.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - unknown persona femoral component, catalog #: ni, lot #: ni. Unknown persona articular surface, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It is reported that the patient is being considered for a knee arthroplasty revision to treat implant loosening approximately eight (8) years post-operatively. Attempts have been made, however, no additional information is available.